Manufacturer narrative:
The customer ordered a laser footswitch to resolve the reported issue. The laser ¿standby¿ state is a safety feature designed to prevent potential hazardous situations during laser firing. The system message (sm) [laser controller footswitch disconnected while firing], [laser controller footswitch removed in ready state], and [no laser footswitch is connected] may be displayed when the laser switched to ¿standby¿ state from a ¿ready¿ state. This event occurs when the footswitch is depressed/released with minimal movement between the threshold of firing and not firing, known as ¿feathering¿ technique. This event type if consistent with the known issue of laser going on standby from ready state as noted in an internal investigation. The root cause was feathering technique used with omron switches in the footswitch assembly. Omron switches are highly susceptible to having longer actuation time when the feathering technique is performed, resulting in the reported issue. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser was switching to standby mode on its own. The customer was able to place back to the ready mode then the surgery could be completed. There was no patient harm.